Event description:
It was reported that the device was used during a laparoscopic nissen procedure. When the surgeon pulled the deployment ever, the suture cartridge "fell apart". The procedure time was extended by 45 minutes.